Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) contamination within the tubing of a clearlink system continu-flo solution set. The pm was described as ¿black material inside the tubing that was not mobile¿ and ¿debris in primary IV tubing¿. The pm was discovered during priming just before administration to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection was performed and a degraded piece of burned plastic black embedded in the tubing was observed. The embedded particulate was burned resin which was observed outside the fluid path. The reported condition was verified. The cause was due to the extrusion process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Embedded particulate outside the fluid path is not likely to cause or contribute to a death or serious injury and does not impact the product delivered to the patient. Should additional relevant information become available, a supplemental report will be submitted.